Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several noise reversion and high ventricular rate episodes were noted on the right ventricular lead. Review of the electrograms showed lead oversensing, appeared to be noise. The noise was not reproducible. The physician decided to continue to monitor the lead as the patient is not device dependent. The patient experienced no consequences.